Event description:
It was reported that a powered wheelchair would not stop while in drive mode. The user ran into the dining room table, fell forward, and hit her head on the stove. The user had help from life alert and the paramedics that told her she got a concussion. She had some bruising and was having difficultly moving. The user was not wearing the seat positioning strap while in the powered wheelchair. Should additional relevant information become available, a supplemental report will be submitted.